Event description:
In operating room (B) (6), the switchpoint infinity 2 router was unresponsive to the user's commands. The touchpanel was displaying a flashing green power button with no video. The fail safe did not kick in and no video images were available. This occurred prior to the case. No pt were involved and no adverse consequences occurred.

Manufacturer narrative:
Serial number is unk at this point. Further attempts will be made for this info. There is no established expiration date for this product. Said device was evaluated in the field. Further attempts will be made for this info. Device mfg date is unk at this point. Evaluation summary - the cause of this failure is suspected to be a faulty pisa motherboard. The failsafe video was also not available in this instance. All video was lost. This occurred prior to any case. No pts were involved and there were no associated adverse consequences. This is not a single use-device.